Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The 27mm closure device was noted to be too large for the appendage, a 24mm closure device was opened and inserted. While this closure device fit the appendage it was noted that there was at least 1/2 of a mitral shoulder and the physician decided to attempt a 20mm device. The 24mm device was removed and the pigtail wire was reinserted into the appendage to gain the required depth for deployment. The 20mm was prepped appropriately and the pigtail was then removed. It was noted at this time that the was appeared to dive deeper into the appendage. The 20mm closure device was inserted and a contrast injection was performed. During the contrast injection it was noted that contrast was filling into the pericardium. The 20mm closure device was left in the appendage while a pericardiocentesis was performed which removed 600ml of fluid. When the patient was stable the 20mm device was deployed into the appendage. The patient continued to bleed into the pericardium, and it was decided that they would need further intervention. The patient was sent for surgery. During surgery the laa of the patient was ligated and the effusion was repaired. The patient is doing well following this event and is expected to make a full recovery.